Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during remote device interrogation an impedance value of over 3,000 ohms was observed on the right atrial lead. A break in the lead was suspected. The safety switch feature is working and automatically changed the device operation from bipolar to unipolar. This unipolar pacing allowed for capture testing and sensing to continue. No adverse patient effects were reported. This device is currently still implanted and in service. According to additional information received from the field this unipolar has continued to work and that there are no current plants of lead replacement. Should updated information be received, a follow up report will be submitted.